Event description:
After post-dilating a stent that was placed in the carotid artery, the balloon became stuck on the tip of the guidecatheter during withdrawal. The age and gender of the pt are unk. The characteristics of the vessel are unk. After successful pre-dilation and stent deployment, the product was advanced to perform the post-dilation. There was no difficulty advancing the balloon through the guidecatheter to the lesion. The balloon was inflated one time to 10 atmospheres, using an indeflator, and the lesion was successfully post-dilated. The balloon was totally deflated prior to removal. There was no report of a balloon rupture. Upon removal, the balloon became stuck and could not be pulled through the guidecatheter. Therefore, the balloon and guidecatheter were removed from the pt as a unit, and the procedure was successfully completed. There was no injury to the pt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt.